Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 235 mg/dl to 280 mg/dl. Reportedly, customer changed out their infusion set, however the alarm occurred again. Upon the occlusion reoccurring, customer simply cleared the alarm and resumed insulin therapy and declined further troubleshooting for the reported issue.